Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate this unit. Cardiosave iabp services completed by fse. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) appeared to be leaking when turned on. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.